Manufacturer narrative:
Unknown taper. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. A review of the labeling notes the following: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the orbera intragastric balloon had experienced serious symptoms related to swallowing and regurgitation. Patient consulted with a bariatric specialist and was diagnosed with severe nerve damage to the esophagus as a result of the procedure. The device was removed.